Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keys of insulin pump were not responding. The customer¿s blood glucose level was 215 mg/dl at the time of incident. Customer stated that they could not push buttons of insulin pump. Customer was advised to observe the time clock for one minute and confirmed that time advances. The insulin pump will be returned for analysis.